Manufacturer narrative:
The technician found the latch springs were worn which prevented the siderails from latching. The technician replaced the latch springs to repair the bed.

Event description:
Information received indicates the right and left head siderails are not latching.